Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to the device not inflating or deflating. During the procedure, it was noted that a puncture was found in the tubing. There were no patient complications.